Event description:
It was reported that while attempting to remove an acetabular cup with the explant handle and blade, the handle repeatedly needed to have the bolt tightened. As the handle was removed from the site, the blade became disassociated from the handle. No harm or injury was incurred.

Manufacturer narrative:
The instrument was not returned for evaluation. The lot number was not provided to further the investigation. No conclusion can be drawn.